Event description:
Olympus was informed that during a combined hysteroscopy and laparoscopy procedure, the patient sustained a burn on the abdomen. The burn was observed after the procedure was completed. The burn was sutured.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found evidence of thermal damage at the tip of the device, and found evidence of over heating on the grasping section. However, there were no breaks observed on the insulation sheath and the teflon pad remained intact. The device was sent to the original equipment manufacturer (OEM) for further investigation. The OEM found the grasping section of the device to be deformed.